Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose with multiple hypoglycemic episodes and one hyperglycemic episode after starting the ilet with a libre 3 plus sensor paired to the system, while also wearing a non-integrated dexcom g7 and using fiasp; the user overtreats hypoglycemia with chocolate candy and reports frequent notifications from the circle app disturbing sleep. Symptoms included asymptomatic hypoglycemia and hyperglycemia without loss of consciousness or other acute effects. Outcomes included self-management at home without medical intervention or assistance. Investigation included troubleshooting and education focused on hypoglycemia treatment practices and alert management. Investigation of this case revealed user-related overtreatment of hypoglycemia with fat-containing candy contributing to rebound hyperglycemia and subsequent lows, with no device alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related error related to hypoglycemia management and alert settings.